Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 14-march-2017, a field service engineer was dispatched. The fse replaced all three bufferes to see if that was causing the issue with a0 having no area. This did not resolve issue. The fse rebuilt the pump and changed out the diaphram and checked all connections to the pump. After the rebuild, all c-grams came back to normal. The fse adjusted the flow factor. There was no further action required by field service. The most probable cause of the reported event was a mechanical failure of pump connections/pump diaphragm.

Event description:
On (B)(6) 2017, a customer reported expanded chromatograms with their g8 analyzer. A reboot did not resolve the issue. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.